Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's power supply board was replaced due to device not charging batteries and ac led off even with device plugged in to address the issue. Device was cleaned, tested and calibrated.

Manufacturer narrative:
H3 other text : device serviced by third party service center.